Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery on their insulin pump. The customer's blood glucose level at the time of incident was 145mg/dl. Troubleshoot was conducted. The customer states there are bubbles present in the reservoir. The device did not alarm no delivery with the manual prime. The customer was advised to return reservoir for analysis, and it would be replaced.